Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the pause episodes appeared to be undersensing due to loss of signal on the implantable cardiac monitor. The device remains in use. No patient complications have been reported as a result of this event.